Event description:
In early 2008, a female underwent a successful procedure with implantation of an xp1 single system dental implant. Primary stability rating was noted as 'satisfactory'. On approx three months later, the pt reported that immediate pain upon seating of the crown by the general dentist. A 1-2 mm hyper-occlusion was noted. Occlusal adjustment performed. On three months later, the crown margins were noted to be open on buccal and lingual. Implant removed. Site was augmented. The clinician has reported that the implant failure is not related to the xp1 device.

Manufacturer narrative:
There are various factors that contribute to the risk of implant failure. (1) these include pt factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be as specified. There have been no other similar complaints reported from this lot. The device was not returned for eval. In conclusion, failure of a dental implant is a well-documented and inherent risk of dental implants. Based on info provided, the root cause of this implant failure is due to restorative clinician error when placing the crown. Lang np, et al, consensus statement and recommended clinical procedures regarding implant survival and complications, jomi, supplement 2004.